Event description:
It was reported the system is responding with green cable errors. The staff switched to a biopsys system to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.